Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg for extended time. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively with great coverage. The explanted device will not be returned.